Event description:
It was reported that there were no drops seen at the end of multiple tubings during fill tubing processes. The customer's blood glucose levels were elevated.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.